Event description:
It was reported that approximately twelve days post-implantation, the patient underwent a right hip revision due to instability and acetabular failure. The patient experienced pain due to a fractured screw. The gluteus muscles had been damaged. The shell and screws were revised. Patient reports the construct fell apart during the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient has a history of previous revisions. The patient reported pain and the screw has fractured. The acetabular construct was unstable "fell apart in the surgeon's hands." Tissue damage was noted as well. Two screws and the shell were explanted. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further event information at the time of this report.